Event description:
Caller reported compact plus glucose result of 340 mg/dl, professional result of 150 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt status post pdl implantation at an unk level returned to surgeon's office complaining of pain after periods of standing and lying. An x-ray was taken and surgeon noted the implant appeared normal. Surgeon removed the pdl hardware. This is three of three reports for this event.